Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer loaded a cartridge with cold insulin. The customer stated that they loaded the cartridge with close to 500 units. Reportedly, the pump displayed an initial estimate of +400 units, and subsequently displayed 155 units for the remainder of the day. The customer's blood glucose level was 120 mg/dl. The customer declined to reload the cartridge.